Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported on (B)(6) 2017 that after the replacement on (B)(6) 2016, the ¿air caused an infection.¿ the patient contacted her managing healthcare professional on (B)(6) 2017 and was directed to the local emergency room. The pump was explanted that day ((B)(6) 2017). The patient was just discharged on (B)(6) 2017. The area of the infection was the pocket and it was considered a sudden change in therapy/symptoms. It was unknown if the infection was confirmed and unknown what the strain of the infection was. It was indicated that the infection was associated with implant. Total system explant was done as intervention and the patient outcome was the infection was resolved.